Event description:
A complainant reported the patient was on impella cp support. While on support, suction alarms were present. Position in aorta alarm present and resolved by staff. The patient developed sepsis. The physician reported leg ischemia on the right leg where the impella is located. The physician discussed the crossover bypass. Eventually, care was withdrawn and the patient expired. Patient outcome (demise) cannot be dissociated with the use of pump. The patient had pump related critical limb ischemia and the pump may have been malpositioned and may have caused or contributed to the patient's demise.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: table 3.2 impella catheter components . ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿. Section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿. This is one of two medical device reports associated with the event. Refer to initial medical device reports for automated impella controller serial number (B)(6) and impella pump serial number (B)(6) with date of report: november 13, 2024.

Manufacturer narrative:
The investigation limb ischemia, low pump flow, and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23082 in accordance with updated procedures.